Manufacturer narrative:
The returned paddle lead was analyzed and visual inspection revealed that the silicone at the lead tails junction is torn. It appears that excessive tensile force was exerted onto the junction when the lead migrated resulting in the damage. With all the available information, boston scientific concludes the allegation of the paddle silicone is torn at the junction was confirmed. A labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver scs. Therefore, this investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that patients spinal cord stimulation (scs) paddle lead had migrated out of epidural space. X-ray showed possible damage to the lead. The patient underwent a lead replacement procedure. Upon opening and inspection, the physician noted that the lead was frayed. The patient was doing well postoperatively.

Event description:
It was reported that patients spinal cord stimulation (scs) paddle lead had migrated out of epidural space. X-ray showed possible damage to the lead. The patient underwent a lead replacement procedure. Upon opening and inspection, the physician noted that the lead was frayed. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.